Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the elevated troponin I results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Elevated troponin I results were obtained on samples from one individual patient. The results were reported to the physician. A sample was later re-run on an alternate instrument system and a negative result was obtained that was consistent with the clinical findings. An angiogram was performed on the patient. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or the angiogram procedure.